Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that iqvia technician arrived to the arctic sun device and during functional testing the device displayed alarm 41. Per review of wo notes, it was determined that the device may be having a flowmeter issue, the iqvia technician was unable to locate a shunt tube to verify visuals of flow. Circulation pump command (cpc) was 48%, inlet pressure (ip) was 7.0, flow rate (fr) was 0.0. Device will be sent to service depot for assessment of circulating circuit.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed flowmeter. It was reported that iqvia technician arrived to the arctic sun device and during functional testing the device displayed alarm 41. Replaced flowmeter. Arctic sun stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that iqvia technician arrived to the arctic sun device and during functional testing the device displayed alarm 41. Per review of wo notes, it was determined that the device may be having a flowmeter issue, the iqvia technician was unable to locate a shunt tube to verify visuals of flow. Circulation pump command (cpc) was 48 percent, inlet pressure (ip) was 7.0, flow rate (fr) was 0.0. Device will be sent to service depot for assessment of circulating circuit.